Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure of flow transducer test during pre-use check was not reproduced during simulated use test of the returned air gas module in a ventilator. The conclusion is that the gas module was according to specification. Evaluation of the received device logs shows that the matching event on january 7 14:08. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was caused by measurement issue in the expiratory cassette during pre-use check. The measurement issue will not affect delivered volumes for o2 or air.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).